Manufacturer narrative:
Age at time of event: 70s. (B)(4).

Event description:
Same case as 2134265-2016-00045. It was reported that the burr was stuck on the wire. Vascular access was obtained through the left radial artery. The target lesion was located in a severely calcified left anterior descending artery (lad). During the procedure, the physician attempted to insert a 6fr non bsc guide catheter and 2 non bsc guide wires; however, both guide wires were unable to cross the lesion. The physician then changed the guide wire to a different non bsc guide wire which was able to cross the lesion. A non-bsc catheter was then advanced but was unable to cross the lesion. The physician then exchanged the guide wire to a rotawire¿ and utilized a 1.5mm rotalink¿ burr to perform ablation at a maximum speed of 8000rpm. The physician then withdrew the devices; however the tip of the burr was stuck on the rotawire outside the patient's body. The physician then manually separated the burr and the rotawire with his fingers making the rotawire unusable. The procedure was completed with ablation using a 1.75 burr, implantation of a 2.5x24 non bsc stent in the posterolateral branch and a 3.5x24 promus premier stent was implanted in the proximal. No patient complications reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Brand name corrected from rotalink¿ burr to rotalink¿ plus. (B)(4). Device lot number corrected from unk to 0018202189. Device expiration date corrected from unk to 6/30/2017. Device manufactured date corrected from unk to 07/28/2015. Device evaluated by manufacturer: the complaint device was returned for analysis. The returned rotablator plus unit was returned with the wire in the device and could not be removed. The burr was microscopically examined and it was noted that the annulus of the burr was found to be misshapen and damaged. The burr was measured and was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-00045. It was reported that the burr was stuck on the wire. Vascular access was obtained through the left radial artery. The target lesion was located in a severely calcified left anterior descending artery (lad). During the procedure, the physician attempted to insert a 6fr non bsc guide catheter and 2 non bsc guide wires; however, both guide wires were unable to cross the lesion. The physician then changed the guide wire to a different non bsc guide wire which was able to cross the lesion. A non-bsc catheter was then advanced but was unable to cross the lesion. The physician then exchanged the guide wire to a rotawire¿ and utilized a 1.5mm rotalink¿ burr to perform ablation at a maximum speed of 8000rpm. The physician then withdrew the devices; however the tip of the burr was stuck on the rotawire outside the patient's body. The physician then manually separated the burr and the rotawire with his fingers making the rotawire unusable. The procedure was completed with ablation using a 1.75 burr, implantation of a 2.5x24 non bsc stent in the posterolateral branch and a 3.5x24 promus premier stent was implanted in the proximal. No patient complications reported and the patient's status was good.